Event description:
Information was later received that there was five seconds of asystole. The patient was brought in for a follow-up and performed extreme effort with the abdominal muscles and no noise was produced on the electrogram (egm). Therefore, the physician decided to follow the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that this lead was explanted and discarded. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up, noise with oversensing and asystole were noted in an episode. No additional adverse patient effects were reported.